Event description:
The customer returned the evis exera iii duodenovideoscope for annual inspection. Upon evaluation of the returned device, a brownish foreign material was found at the adhesive of the distal end. The foreign material was most likely traces that remained from previous procedures or corrosion. This report is being submitted to capture the reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
Upon follow up, the customer indicated that the device was reprocessed according to the instructions for use. There were few additional findings during device evaluation. The up/down knob was shaved. The air/water cylinder had discoloration and suction cylinder had no color. Due to wear of angle wire, bending angle in right direction does not meet the standard value. The image guide protector had a cut. Distal end was shaved. The universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.